Event description:
It was reported that during a routine equipment eval conducted at the user facility by a MFR service technician, the device became warm. This did not occur during a procedure so there was no pt involvement. There were no allegations of adverse consequences associated with this event.

Manufacturer narrative:
The device was returned to the MFR and the quality investigation is still ongoing. A f/u report will be submitted if the investigation results require.